Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went to the hospital for normal follow up. An x-revealed externalized conductors. The electrical parameters were good and the lead remains implanted. The patient was good after the event and will continue with follow ups.

Event description:
New information received notes that the lead was capped and replaced during normal device changeout. The patients condition was good post-procedure.